Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was 290 mg/dl to 550 mg/dl. Cause of elevated bg was not known. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Based on the analysis, the alleged high blood glucose issue could not be verified.